Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer performed their own troubleshooting and determined that the issue would sometimes be with the infusion set site or tubing. No additional details regarding how the infusion set site or tubing caused the occlusion alarms were provided. The customer' experienced blood glucose (bg) levels ranging between 400's-500's mg/dl and up to high levels of ketones considered to be dangerous. Manual injections were administered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support (cts) was unable to perform a system check to verify a possible cause of the occlusions. Cts educated the customer in regards to occlusion alarms.